Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. A pod hazard alarm is a safety feature not considered a malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she was not able to wear the pod, as it alarmed during priming. She was in another state and was not wearing a pod after this alarm, it was her last pod. The patient went to the emergency room and waited for 4 hours in the hospital before they tested her blood glucose levels and heart rate. Treatment included a manual injection, she does not remember the amount they gave her. The patient was at the hospital for 4.5 hours and her blood glucose levels were high for 2 days straight.